Event description:
The sonicision disposable wand was opened, the battery was put in. When we activated the handle to start the ultrasonic motion, it went red and would not work. We tried our reusable part on a different disposable piece and our generator worked.